Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined related to the no instruments being observed in the procedure. Codes b01, c19, d15 are applicable to this analysis. A software analysis was also initiated to determine the probable cause of the system being unresponsive. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that during an electromagnetic (em) cranial case, multiple events happened. When the manufacturing representative (rep) first got there, the system was on the registration screen and surgeon had already added touch points. (Rep reported this was prior to patient being in the room and surgeon could have added the points anywhere from "1/2hr to 2 hours before" rep arrived.) Rep went to touch the screen and the application became unresponsive. Rep reported a reboot resolved complaint. Rep then reported that no instruments were in the instrument page for the procedure. Using a custom profile, rep did not know if instruments were in the profile or had been removed previously. Rep was able to add instruments manually to the instrument screen while in the procedure. Rep then reported that it took a long ti me to achieve minimum trace. Rep reported the surgeon had merged 4 scans (3 had warnings and one was optimal). Rep also reported that surgeon had the tracker behind the patient's ear and did not move the tracker in the computer aided design (cad) model. Rep reported they were able to get 1.5 registration. Rep also reported that when nurse plugged in the tracker and then the tracer, the application started tracing when not near the tracker. Rep also reported that the "hold for 2 secs" was showing on the registration screen. There was less than an hour delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version#: 2.1.0: h3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a0709 - tracing when not near the tracker a1102 - "hold for 2 sec" error a110201 - unresponsive a1301 - touch screen not working a23 - no instruments in instrument page a110301 - took a long time to trace medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that "the tracker placement was behind the left ear on the skull. The trace pattern was varied I believe - it was more vertical meaning the surgeon went in an up and down patter through out the head. The lengths of traces would change and sometimes the surgeon would go across the patients head from left to right."

Manufacturer narrative:
Additional software part added: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735737, software: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.